Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; the pump is allegedly not recording anything in the pump history. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06-dec-2017 with the following findings during investigation, the -last basal delivery was on (B)(6) 2017@2:25pm. Tdd add up correctly and reflect the programed basal rate target. No activity outside of normal use is observed. The ¿ez-prime¿ steps were performed correctly, the pump reflected 24u after a 24hr on 1u/hr duration test. 10u test normal bolus and 10u audio test bolus were correctly delivered and recorded. The product performs within spec. Unable to duplicate ¿pump is not storing any history¿ complaint.